Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of five 6/7f mynxgrip vascular closure devices (vcds) popped. There was no reported patient injury. Additional information was requested but not provided. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of five 6/7f mynxgrip vascular closure devices (vcds) popped. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, with the stopcock open and a syringe returned that was detached from the unit. The sealant and the advancer tube were returned in manufacturing position, and no catheter sheath introducer (csi) was returned inserted on the unit. No other anomalies were observed during this visual analysis. A functional inflation/ deflation analysis of the balloon was performed. During this analysis, the adequate inflation and deflation of the balloon was successfully achieved. Therefore, no anomalies were observed to be present on the received unit. A high magnification evaluation was executed to evaluate the conditions of the balloon. During this analysis no damages or abnormal conditions were observed to be reported. Based on the information provided, the condition in which the devices were received for analysis, and the investigation performed, the failure reported as balloon ¿ balloon loss of pressure was not confirmed. Inflation and deflation of the balloon was achieved for all devices and no damages were noted on the balloons. The condition of the devices received do not match the event reported. Due to this, a cause for the reported complaints could not be established. If the issue occurs during prep, according to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ if the issue occurs during use of the device, while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. As per step 3: remove device instructions, users are to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.